Manufacturer narrative:
Mindray service reps calibrated gas module. Verified proper operation, and made all checks within factory specifications.

Event description:
Customer reported inaccurate gas readings from the dpm 6/7 monitor. No pt injury was reported.